Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the she took off sensor and saw that there was no electrode. The customer¿s blood glucose level was unknown. The customer said that there was no green light on the mini-link. It iwa recommended to customer that the she need to check by health personal, just in case electrode may came out with sensor needle. The sensor will not be returned for analysis.